Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found however outer insulation was breached cut and apparent explant damage was noted; full lead returned and analyzed. (B)(4) the full lead was returned and analyzed. No anomalies were found, however outer insulation was pulled apart (overstress) and melted, lead was stretched, and apparent explant damage was noted; full lead returned and analyzed.

Event description:
It was reported that during the device exchange procedure, the right ventricular (rv) lead exhibited high thresholds in unipolar and the lead was cut during pocket excision. While attempting to remove the rv lead, the atrial lead became dislodged. The physician elected to replace the leads. There were no patient complications reported as a result of this event.